Event description:
It was reported that the patient experienced a syncopal episode that the physician stated lasted for 30 seconds. Pacing spikes were observed with no capture. Interrogation of the device revealed eri. The physician programmed the device to 5.0 v but the measured voltage was 4.1 v. The capture threshold was at 2.5 v.